Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Device received with hl-90 front cover, cracked water tank cover, outdated pcb and power switch, faded and worn line cord, discolored pole clamp, and corroded quick connect. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's complaint was confirmed, and the root cause was the cracked water tank cover. No action taken due to the condition of the device, which will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bottom seam was leaking, and the reservoir was empty. It was found on the IV pole, sitting a while. This happened during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.